Event description:
Reporter stated that patient obtained blood glucose results of 561 mg/dl and 180 mg/dl, within 5 minutes, on the accu-chek mobile system. No adverse event was reported.

Manufacturer narrative:
The suspect test cassette, returned to the manufacturer, was empty and further testing could not be performed. The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.